Event description:
The customer reported that he was treated by the fire dept due to a low blood glucose reading of 32 mg/dl. The customer stated that he over corrected for a previous high blood glucose reading. The customer was wearing a sensor, and had to remove it as he couldn't calibrate due to erratic blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.